Event description:
Three falsely elevated factor xi results were obtained on a patient sample on a bcs xp system using dade actin fsl activated ptt reagent. The sample was then repeated three additional times and the results recovered lower. Two days later, a new sample from the patient was collected and was run for factor xi three times, each time recovering falsely elevated. The elevated factor xi result was reported to the physician(s), and the physician(s) questioned the result. Three days later, the sample was rerun for factor xi three times, and recovered lower. There are no known reports of patient intervention or adverse health consequences due to the erroneous factor xi results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range at the time of the event. The issue was limited to samples from one patient. Fluctuations in factor xi results obtained with different sample dilutions may be caused by a sample specific interferent. The cause of the event is consistent with a sample specific interferent. The reagent is performing according to specifications. No further evaluation of this device is required. A second MDR will be filed for the erroneous results obtained on (B)(6) 2024.